Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution and was connected to an unspecified insyte catheter. It was reported that after the two devices were connected and taped, the nurse noted an unspecified amount of blood leaking at the connection. The amount of blood lost was not specified. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The lot number of the device that was in use is unk. A rep device from lots 46163ns, 52066ns, and 56065ns was received. Investigation is not completed.